Event description:
Customer feedback : "my only problem was they didn't work. Both my wife and my friends' wife were sick with symptomatic covid. The ihealth tests were negative three days in a row. We finally bought the abbott tests which were both positive within a minute or two."

Manufacturer narrative:
Ihealth labs, inc., customer service has reached out to the site via email providing educational literature, i.e., eua for ihealth rapid test IFU, as well as practically explaining in detail that a negative result could not be ruled out covid-19 and not the primary basis for treatment or patient management decisions. A negative result does not exclude the possibility of covid 19. Based on the initial report provided, there were no reports indicating that the user(s) had sought additional medical treatment as a result of the positive tests following the use of the abbott test kits. There was no confirmation to indicate if the user(s) have utilized the test kit(s) as described in the enclosed IFU, which could have potentially caused and/or contributed to the "negative" outcome reported. User(s) claimed "they didn't work," which could potentially be any. Ihealth could not confirm or deny if the "didn't work" issue was intended for the product itself or the way the user(s) had utilized the product and did not expect the results the user(s) were hoping to see. There are no additional information ,we will follow-up.